Manufacturer narrative:
Additional information received on (B)(6) 2019 indicated the patient was involved in a motor vehicle accident which may have contributed to the rupture of the devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with unspecified mentor gel breast implants and experienced bilateral rupture and bilateral capsular contracture baker grade unknown. Rupture for both implants was confirmed by CT scan. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 600cc, catalog number 3506004bc, lot number 7613714, serial number (B)(4) (r) and serial number (B)(4) (l) on (B)(6) 2019. This report is for the left side.